Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns an elderly (unclear if (B)(6)) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n), cartridge, via reusable pen, 16 units each morning and 18 units each evening at belly (as reported), daily, unknown route of administration, to control patients glycaemia and unknown start date. On unknown date, unknown if after or prior beginning human insulin nph treatment, the patient was not seeing well. On unknown date, unspecified period after beginning human insulin nph treatment via a reusable humapen luxura burgundy, patient experienced blood glucose almost at 500 (units and normal ranges not provided) with not feeling well as symptom and after that it was verified that the device was not releasing the medication ((B)(4)/lot 1306b02) to control the blood glucose, so the patient was not receiving the medication. Due to the event of blood glucose increased with not feeling well as symptom the patient was hospitalized on an unknown date in (B)(6) 2018 for five days. On (B)(6) 2018 human insulin nph therapy was ongoing and patient was applying from the cartridge with a syringe and since the patient sometimes was alone, the patient could not applied human insulin nph. The patient possibly reused the needles, but always took the needle off the pen after each application. The corrective treatments, exams and outcomes were not provided. The patient operated the device and it was unknown if the patient was trained. The patient had used the reported device model for more than two years and this reported device for approximately two years. Device usage concerns were resolved and it was reported to be working properly. Its return was not expected. The reporting consumer attributed the event of blood glucose increased to the fact that patient did not receive the medication due to the device problem. No other relatedness opinion was provided. Update 06aug2018: additional informations received on (B)(6) 2018 from the initial consumer reporter were processed within the initial case. Update 09aug2018: additional information received on 06aug2018 from the initial reporting consumer. Recoded humapen unknown device as humapen luxura burgundy. Updated device status of use and return. Narrative and corresponding fields were updated accordingly. Edit 10aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4) this report is associated with product compliant: (B)(4) this spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint (pc), concerns an elderly (unclear if 77 or 78 years old) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n), cartridge, via a reusable humapen luxura (burgundy) pen, 16 units each morning and 18 units each evening at belly (as reported), daily, unknown route of administration, to control patients glycaemia and unknown start date. On unknown date, unknown if after or prior beginning human insulin nph treatment, the patient was not seeing well. On unknown date, unspecified period after beginning human insulin nph treatment via a reusable humapen luxura burgundy, patient experienced blood glucose almost at 500 (units and normal ranges not provided) with not feeling well as a symptom. It was verified that the device was not releasing the medication to control the blood glucose, so the patient was not receiving the medication ((B)(4)/lot 1306b02). Due to the event of blood glucose increased with not feeling well as a symptom the patient was hospitalized on an unknown date in jul2018 for five days. On (B)(6) 2018, human insulin nph therapy was ongoing and patient was applying from the cartridge with a syringe and since the patient sometimes was alone, the patient could not applied human insulin nph. The patient possibly reused the needles, but always took the needle off the pen after each application. The corrective treatments, exams and outcomes were not provided. The patient operated the device and it was unknown if the patient was trained. The patient had used the reported device model for more than two years and this reported device for approximately two years. Device usage concerns were resolved and it was reported to be working properly. The suspect device, which was manufactured in jun2013, was not returned to the manufacturer. The reporting consumer attributed the event of blood glucose increased to the fact that patient did not receive the medication due to the device problem. No other relatedness opinion was provided. Update 06aug2018: additional information received on 02aug2018 from the initial consumer reporter were processed within the initial case. Update 09aug2018: additional information received on 06aug2018 from the initial reporting consumer. Recoded humapen unknown device as humapen luxura burgundy. Updated device status of use and return. Narrative and corresponding fields were updated accordingly. Edit 10aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 23aug2018: additional information received on 23aug2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1306b02 of a humapen luxura (burgundy) device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary: the daughter of a female patient reported that her mother's humapen luxura device was not releasing insulin. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1306b02, manufactured june 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Troubleshooting was performed with guidance from a trained professional and the device functioned normally. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The reporter also stated that the patient reused needles and does not see well. The core instructions for use state "use a new needle for each injection." The core instructions for use also state that the device is not recommended for the blind or the visually impaired without the assistance of a sighted individual trained to use the device. There is evidence of improper use and storage. The patient reused needles. This may be relevant to the event of increased blood glucose. The patient used the device while visually impaired. It is unknown if this is relevant to the event of increased blood glucose.